Event description:
Customer reported that while the unit was in use on a pt on battery power, unit shut off after 40 minutes. Battery pack was switched with an auxilliary battery pack and therapy was continued. No pt injury was reported.